Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter stated that the pump did not calculate recommended bolus totals correctly. It was reported that the user blood glucose (bg) reading was greater than 250 mg/dl; however, the bg reading did not exceed 500 mg/dl. No symptoms of hyperglycemia were reported. The alleged bg excursion does not meet animas criteria for a serious injury and is therefore not reportable as an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 01/04/2015-device evaluation: the pump has been returned and evaluated by product analysis on 12/12/2014 with the following findings: a review of the pump alarm history revealed no related alarms or anomalies. The recorded total daily doses correctly reflected the user programmed basal and bolus deliveries. A delivery accuracy test was performed and passed. No defect was found. Battery and cartridge caps were not returned with the pump; test caps were used to complete investigation.